Manufacturer narrative:
Unit was received with no button response due to unlocked j2 connector keypad connector on lcd board. Pump was received with scratched lcd window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube, cracked battery tube threads and broken pump belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 381 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.